Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported objective lens adhesion peeling issue could not be determined, however, it is likely that that the issue was the result of repetitive use stress, external factors and or user handling. The event may be reduced or detected/prevented by following the instructions for use which states: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of entire endoscope¿ ¿6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens¿. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported, the endoeye flex deflectable videoscope was having problems angulating. Inspection and testing of the returned device found the adhesive around the objective lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the allegation was confirmed. Additionally, the device evaluation found the adhesive around the objective lens was peeled, the protective coating on the bending portion of the device was scratched, the adhesive on the protective coating on the bending portion of the device had a chip, the video connector was cracked and deformed, the label on the video connector was peeled, the video connector case was cracked, there were signs of discoloration on sw1, the control unit, and the insertion pipe, and the up/down angulation lock lever was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.